Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The non-occluded, eccentric target lesion containing a <=45 degree lesion bend was located in the mildly calcified unspecified target vessel. Following predilation using an unspecified balloon catheter, a 2.50x38mm promus element ¿ long drug-eluting stent was selected for use and advanced to treat the lesion. While advancing the device, significant resistance was encountered. The device was removed and it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found torsional strain of the inner wire lumen wall relative to the outer lumen wall. The device was unable to track over a guidewire during the analysis due to the torsional strain. This type of damage evident is likely to have been as a result of a difficult advancement attempt. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The non-occluded, eccentric target lesion containing a <=45 degree lesion bend was located in the mildly calcified unspecified target vessel. Following predilation using an unspecified balloon catheter, a 2.50x38mm promus element ¿ long drug-eluting stent was selected for use and advanced to treat the lesion. While advancing the device, significant resistance was encountered. The device was removed and it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).